Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003 the patient underwent the following procedures: l4 to s1 posterolateral fusion; l4, l5, s1 posterior instrumentation (horizon m10); right iliac crest bone graft; stealth guidance of pedicle screws to treat the following preoperative diagnosis: l5, s1 spondylolisthesis; bilateral l5 spondylolysis. On (B)(6) 2003 the patient underwent the following procedures: exploration of fusion; redo fusion l4-s1; replacement and redirection of s1 screws; left iliac crest bone graft to treat the following preoperative diagnosis: pseudoarthrosis of l4-s1 posterolateral fusion. On (B)(6) 2004 the patient underwent the following procedure: exposure of l4-5 and l5-s1 for the neurosurgery and orthopedic service to treat the following pre-op diagnosis: chronic low back pain. On (B)(6) 2004 the patient underwent the following procedure anterior lumbar fusion, l5-s1, with fibular dowel; l4-5 interbody fusion; application of bone morphogenic protein to treat the following pre-op diagnosis: pseudoarthrosis, l4 to s1 posterior and posterolateral fusion. Op-notes: the small cobb elevators were used to cut away the cartilaginous end plate on both ends and after we were down to good-loo king subchondral bone, two cross-sections of fibular graft of 13 mm each were cut and placed in the disk space. These were placed in an ap direction and hammered into place. Once this was done, we took some of the remnants of the drilling of the two vertebral bodies and used this cancellous bone to pack into the countersunk area in 15 where the fibular dowel had been placed, then also packed in around the interbody grafts at l4-l5. We then took a 5-cc bone morphogenic protein and cut the two carrier strips in half. In each half of one carrier strip, we placed some crushed cancellous allograft, wrapped it in a fajita-type wrap and placed one on each side of our l4-l5 interbody graft. We took 1/2 of the second sheet and then wrapped this in more crushed cancellous allograft and packed it into the most superficial portion of the fibular dowel graft area. We then cut up the remaining half into small fragments and packed that along with some allograft bone into the area of space between the dowel entrance and the l4-5 disk space. The patient tolerated the procedure very nicely. The postoperative and intraoperative fluoroscopies showed good position of the grafts at l4-5 and at l5-s1 and the patient left the operating room moving both lower extremities with good strength. On (B)(6) 2004 the patient underwent the following procedures: anterior spinal fusion, l4-l5 and l5-s1, with allograft struts and fibular struts to treat spondylolisthesis with delayed union.